Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. The reported event was able to be confirmed product return. Visual examination of the device identified signs of repeated use, nicked and gouged, and that one of the two components had disassembled/are missing. The missing component was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. This device was confirmed to be part of the scope of prior corrective action and field notice that recommended against using ultrasonic cleaning as a sterilizing technique for these devices. The devices were subsequently re-designed to account for this failure mode with a new locking mechanism. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01175, 0001822565-2024-01176, 0001822565-2024-01177, 0001822565-2024-01178, 0001822565-2024-01179, and 0001822565-2024-01180. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.